Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, aneurysm rupture, aortobronchial fistula, reoperation and death. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On an unknown date in (B)(6) , 2009, this patient underwent a thoracic aorta replacement surgery with a surgical graft. After the surgery, the patient developed a pseudoaneurysm. On (B)(6) 2010, the patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis to repair the pseudoaneurysm. No issues were reported during the procedure. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imaging showed no issues; however on (B)(6) 2010, six month follow-up imaging revealed a distal type I endoleak with no sign of pseudoaneurysm enlargement. The cause of the endoleak was unknown; however it was reported that the endoleak was device-related. On (B)(6) 2010 the patient underwent an additional endovascular procedure using a gore® tag® thoracic endoprosthesis to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, a post-operative follow-up imaging showed that the endoleak was resolved. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, the patient was transferred to the institution due to the aneurysm rupture and aortobronchial fistula. It was reported that a type ii endoleak of unknown origin with aneurysm enlargement (diameter unknown) was identified, and this caused development of the fistula. No treatment was undertaken. On (B)(6) 2010, the patient had significant hemorrhage, and then expired on the same day. According to the (B)(4), no further information is available.